Manufacturer narrative:
H3: product analysis found that visually, there were creases in the flex circuit when returned, and the probe tip was bent on the distal end. Electrically, the maximum resistance from electrodes to pins (for emg tube) is 20 ohms and the actual measurements were 22 ohms (blue with clear tubing), 34 ohms (blue), 16 ohms (red with clear tubing), and 28 ohms (red) which the blue, red, and blue with clear tubing electrodes were out of specification. The (probe) resistance of the entire assembly shall be less than 0.3 ohms and the actual measurement was 0.28 ohms which was in specification. Functionally, the reported device was connected to a nim system, and the distal end of the flex circuit traces were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the wires, connectors, or the flex circuit. For further analysis, the probe was connected to a nim system using a 1.0ma stimulating current and a 100¿v threshold and, while stimulating patient simulator, the system consistently returned 1.0ma and a waveform /event tone over 200¿v. There was no intermittent behavior while manipulating the tip, wire, or the connector. In the returned condition, there was an out of specification condition that was related to the complaint. Below mentioned product was also received for analysis along with main product. Analysis results mentioned above. Continuation of d10: product: nim probe, product ID: unknown, serial/lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that there was no muscle relaxant. Not too much fluid. There was no damage noticed to emg tube upon extubation. The procedure was performed and completed with a backup electrode.

Manufacturer narrative:
G2: PMA / 510(k) #: please note that the involved device is not marketed in the united states, however it is similar to the united states marketed device (nim emg endotracheal tube, 8229306). Continuation of d10: product: nim electrode, product ID: unknown, serial/lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, no signal was detected using the probe. Tapping was performed before the surgery and a signal was detected. Stimulus and threshold were set to 3ma and 100 respectively. Procedure was completed with back-up product. There was 2 minutes delay in procedure. There was no patient impact.

Manufacturer narrative:
H6: annex d/fdc code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.